Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy as it didn't recognize the connected paddles.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker isolated the cause of the reported issue to the system controller pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker replaced the device's system controller pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u65.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy as it didn't recognize the connected paddles.